Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative's (csr) documentation. The lay user/patient contacted lifescan (lfs) on (B)(6) 2010 alleging that her onetouch ultralink meter was not powering on. She indicated that she has passed out half an hour prior to the power issue and did not receive any form of treatment as a result of the reported issue. According to the csr troubleshooting, the reported power issue was not resolved with training. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred and the patient reportedly did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the reported power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.